Manufacturer narrative:
The h6 was corrected to represent more accurate occurrence of polarity change.

Event description:
Voluntary medwatch received states that remote transmission revealed the right ventricle (rv) lead switched to unipolar configuration due to low pacing impedances, the decrease in impedance had been gradual over several months; there were stored ventricular episodes due to over sensing of noise. The patient experiences stimulation due to unipolar configuration. Programming changes were recommended, no intervention was reported. No additional patient consequences were reported.

Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited noise over sensing and low pacing impedance. It was noted that the patient experiences stimulation. The rv lead was reprogrammed. The patient had no further consequences.